Manufacturer narrative:
A warning, relating to the herein referenced user error, has been provided by the manufacturer which reads as follows: [v]erify that the rover's fluid suction is activated when using an external pumping device. Running an unsupervised external pumping device while the rover's fluid suction is deactivated may result in personal injury." The neptune rover fluid suction was not activated at the time of the event.

Event description:
It was reported that the rover's fluid suction was not turned on during a knee procedure in which an arthroscopic pump was used and surgical fluid allegedly entered back into the surgical site. It was reported that the surgical site was irrigated with bacitracin, a prescribed antibiotic and that immediately after surgery, the pt received the antibiotic medication, ancef. Upon release from the hospital, the pt allegedly was given a five day antibiotic prescription; the name of which is unk. The rover's fluid suction had not been activated when used with an external pumping device and thus, the rover was used contrary to the safety instruction and warning as set forth in the neptune instructions for use.